Event description:
The daughter of a (B) (6) female pt was getting "check electrode" and "check te pad" messages. The device displayed "x"s on all four electrodes and the three te pads. All of the electrodes and the pads looked to be touching the skin. The pt's daughter was unable to download. Support sent a pt services rep (psr) to the pt to troubleshoot. The psr downloaded and there were many manual recordings. These revealed falloff on both channels occurring at the same time. Support had the psr replace the electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B) (4) has been completed. The electrode belt was found to have an open connection in the distribution node. There were two wires that were pinched between the cooper grommet and the case. The grommet has turned 90 degrees allowing the dn to not seat properly. This made the system think that the electrodes and te were not on the skin. The distribution node was repaired and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection was a manufacturing error. All manufacturing personnel were retrained. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.